Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ventricular tachycardia (vt) ablation, noise reverision due to external noise and oversensing was noted. Technical support was contacted and no intervention will be performed. The patient was stable condition.